Event description:
Paramedics were called to a 50 yr old male complaining of shortness of breath. Fire dept responders were performing cardiopulmonary resuscitation upon arrival of the paramedics. The device operator administerd approx 7 shocks to the pt. Allegedly, there was no energy delivered to the pt. This opinion was based on a lack of expected muscular reaction observed by the operator. The rptr did not know the pt's outcome.